Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2009, a 25 mm trifecta ide valve was implanted (clinical study patient ID (B)(6)). Moderate to severe aortic valve stenosis had progressed since the patient began radiation therapy in (B)(6) 2015, per the patient's physician. There was prominent cusp calcification, decreased cusp mobility and modest pannus. On (B)(6) 2016, a valve-in-valve procedure was performed using 26 mm medtronic evolut valve within the trifecta valve. The patient is recovering.